Event description:
New information received notes that programming changes were made.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's right ventricular (rv) lead exhibited noise. No intervention was done. The patient was stable.